Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head would not interrogate. The head also failed uplink test and therefore the cable was replaced. It was also indicated that the upper case buttons were binding and therefore the upper case was replaced. It was also indicated that the magnet was broken and therefore replaced. The head passed all functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency head would not establish telemetry and/or would not turn on the indicator. The head was returned for repair. No patient complications have been reported as a result of this event. On (B)(6) 2016: the radiofrequency head tested out of specification during manufacturer's analysis.